Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed discomfort and arm swelling due to occluded left subclavian steal syndrome following a pacemaker system implant procedure. On (B)(6) 2020, the atrial and right ventricular leads were removed and replaced on the right side of the patient. There were no procedural complications and the patient's condition was stable throughout the event. Related manufacturer reference number: 2017865-2020-08919.